Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7049775, medical device expiration date: 02/29/2020, device manufacture date: 02/18/2017; medical device lot #: 7034969, medical device expiration date: 01/31/2020, device manufacture date: 02/03/2017. (B)(6). Results: two samples of each lot number were received. The customer incident was confirmed based on a photo analysis which shows hub collar separation. Evaluation of physical samples was not required. Conclusion: (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. (B)(4).

Event description:
It was reported that the safety mechanism on a bd¿ eclipse blood collection needle w/ pre-attached holder 21g, 1.25" broke off prior to use. There was no report of injury or medical intervention.